Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: no samples available. No units in OEM stock. This is the first complaint of this code batch. Without closed samples and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. We will close this complaint as not corresponding as no further analysis can be done. Nevertheless, if closed samples are received in the future, we will re-open the case. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Complaint states: the customer found needles where the dimension was out of specification.